Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one abre venous self-expanding stent was used to treat the patient. Approximately 27 months post procedure during a follow-up visit, it was reported that the common iliac vein (civ) and external iliac vein (eiv), which were target/stented veins treated at index, were noted to have a change in the percent of restenosis since the previous follow-up visit, at 12 months from index. The two veins were noted as having non-occlusive, in-stent thrombosis, age of thrombus was indeterminate, and the percent of restenosis changed from 50 percent to 66.7 percent. At the 36-month follow up visit before the patient exited the study the core lab commented that the residual lumen was not measured, but images suggest no change in restenosis. No adverse event or intervention was reported.